Event description:
It was reported that this pacemaker recorded low out of range intrinsic amplitude on the right atrial (ra) channel, and the health care professional (hcp) requested review of the presenting electrogram (egm). Technical services (ts) reviewed the device data and noted fine atrial fibrillation and intermittent undersensing of r-waves, with intrinsic amplitudes fluctuating around the programmed sensing threshold. Ts recommended in-clinic evaluation of undersensed beats and consideration of sensing reprogramming. No adverse patient effects were reported. This pacemaker remains in service.